Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received a reading of 2.9 mmol/l (52 mg/dl) on the sensor. No symptoms were experienced by the customer, however she was seen in a hospital and a reading of 27.6 mmol/l (496 mg/dl) was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and she was administered with novorapid (unknown dose). The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.